Event description:
The customer reported that the system displayed several error messages and there was burning smell. After they reloaded the system, a precharge voltage error message was displayed and the system would not complete boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The main battery pack was replaced. The system was then found to be operating as intended.